Event description:
It was reported that 138 bd luer-lok¿ syringes had damaged barrels/flanges. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "damaged/broken: 138 pieces".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported by the consumer the products were broken or damaged. To aid in the investigation, four photos were provided for evaluation by our quality team. The photos show syringes with damage. It could be possible that a jam occurred during the assembly process inducing the damaged parts and not detected in the next process. Verification of the assembly process was performed. Settings were correct, alignment of rails, conveyor and product flow was good. A device history record review was completed for provided material number 301031, lot number 1145013. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate the escapes of this defect, the frequency of inspections were increased. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.